Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The customer attempted to charge the pump by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which successfully resolved the issue using the original charging supplies, and no further assistance was required.